Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy with a homechoice (hc) device, experienced a hernia. The location of the hernia was described as ¿not in the area of the pd catheter and was close to the umbilicus¿. The pt experienced the hernia approximately 14 months prior to receipt of this report. It was reported that approximately seven months ago, the pt experienced coughing as a result of another indication and the coughing caused the hernia to worsen. Within the last two weeks, the hernia worsened further (no further detail was provided). The pt underwent surgical repair of the hernia. The pt was not admitted to the hospital. The procedure was performed under local anesthesia, outpatient surgery. Additional treatment involved adjusting the patient¿s pd regimen to 8 cycles of 1000 ml over 10 hours, for the next 2-3 weeks. At the time of this report, the pt was recovered from the hernia and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The patient¿s height is (B)(6). Additional information: (B)(6). The pt was diagnosed with the hernia on an unreported date in (B)(6) 2012. A device history record review and service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history was performed. The review did not reveal any previous service events that would cause or contribute to the reported problem of hernia. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.